Event description:
Customer reports the bed exit function is not working. Incident involved a pt who exited the bed and fell, pt was not injured. The individual bed alarmed, indicating the pt exit, but the interface to the nurse communications did not.